Manufacturer narrative:
The caution in the package insert states, "always ensure that the driver blade/ drill is properly inserted into the collet by giving it a firm pull before use. Failure to properly insert a driver bit may result in injury to the patient, the user, or third party, damage to the driver, and may void the warranty." The product was not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event. Report one of two is reported on MFR #: 0001032347-2017-00186.

Event description:
It is reported a blade fell out of an iq driver during surgery. The blade did not fall into the patient; there was no injury to the patient; and there was a delay of less than five minutes during attempts to get the blade to retain on the driver. The procedure was completed with another blade. After the procedure, the iq driver and blade were tested by the sales associate and found to function as intended.